Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 585 mg/dl at the time of incident. The customer reported their blood glucose was 325 mg/dl previously and later rose to 448 mg/dl and then 585 mg/dl. Customer treated their blood glucose with a manual injection. It was also found the customer was feeling thirsty and frequently urinating due to their high blood glucose. Troubleshooting did not find any leaks or air bubbles on the insulin pump. It was also found the customer did not have a bent cannula after removing their infusion set. Customer was advised to change out their entire infusion set, reservoir, and insulin. Customer also reported their blood glucose declined to 43 mg/dl from taking too much insulin by manual injection. Customer's current blood glucose was 143 mg/dl. The customer declined to return the insulin pump for analysis.